Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. It was also reported that the customer received a power source alert after plugging the pump into a wall outlet. The customer confirmed that the pump was able to be successfully charged using an alternate usb adapter. The customer's blood glucose was 115 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.